Manufacturer narrative:
Biosense webster manufacturer's reference number pc-001460961 has 2 reports. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left atrial flutter ablation procedure that involved three different preface® guiding sheath with multipurpose curve before the procedure's completion. The physician was not able to get a bubble out of the first preface® guiding sheath. They tried flushing and also tapping on it, but the issue remained. The sheath was replaced and the issue appeared to be resolved. After introducing the thermocool smarttouch® sf catheter the air bubble formed at the same spot the prior preface® guiding sheath had it. The preface® guiding was replaced for the second time. A third sheath was used and the bubble issue recurred; however, a catheter change resolved the issue and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed since the device was discarded and the device history record evaluation was performed. A device history record evaluation was performed for the finished device number 18161836, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).